Event description:
Pt implanted with prodisc-c at c5-c6 on an unknown date. Pt complained of pain. Surgeon completed a myelogram and the images confirmed there are osteocytes in the foramen at c5-c6. Surgeon plans to revise pt.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.